Event description:
Consumer reported complaint for error message (e-3). Son is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of hi using true metrix air meter. The customer¿s expected blood glucose test result range was not provided. The customer reported feeling tired; medical attention was not needed at the time of the call. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/22/2026 and open vial date is 01/27/2025. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 31-jan-2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 11-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Son also stated the customer has a hard time getting blood and has been approved for a cgm which will be delivered on 02/14/2025; customer will keep the true metrix air as a backup.

Manufacturer narrative:
Sections with additional information as of 30-apr-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause:(B)(6): user has high glucose value.